Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc). Omsc found that white foreign material had adhered to the auxiliary channel, and as a result of component analysis, it was found that the component of the foreign material was sodium chloride. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported events could not be conclusively determined. However, based upon the reported information and the investigation result, omsc considered that the relevance between the reported microbes (pseudomonas aeruginosa) and the subject device could not be ruled out. In addition, it was considered that the reported white material was dried and hardened saline solution which was used during the microbiological testing. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that foreign material had adhered to the auxiliary channel, the distal end was dirty, and the instrument channel was scratched. Then, the subject device was transferred to olympus service operation repair center (sorc). The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, pseudomonas aeruginosa were detected from the sample collected from the instrument channel of the subject device. The device had been reprocessed with an olympus automated endoscope reprocessor model oer-5 (not available in the USA). The user facility did not provide other detailed information such as the number of microbes. There was no report of infection associated with this report.